Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent noise oversensing on electrogram. Undersensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.